Manufacturer narrative:
(B)(4). This device is included in the medical correction, unretrieved device fragments models 3093 and 3889 interstim tined leads, educational brief/physician communication ((B)(4) 2010).

Event description:
It was reported that at explant, the lead broke off and three conductors remained in the patient. The device was explanted due to loss of therapeutic effect over the past year. There were no injuries related to the loss of effect. There were no patient injuries associated with the explant and remaining conductors. The case was finished and the patient was sent home with the electrodes in situ.